Manufacturer narrative:
Concomitant medical products: 5071 lead implanted (B)(6) 2016; 6947m lead implanted (B)(6) 2016.

Event description:
It was reported that the patient presented to the emergency room with fever, shakes and chills and not feeling well. An echocardiogram showed a mobile density, possibly thrombus or vegetation, on the right atrial (ra) lead but was not conclusive. It was unclear if there was thrombus versus infection or vegetation although probable cellulitis was reported. Blood cultures were negative but it was felt that the patient would benefit from an antibiotic regimen. A repeat trans-esophageal echocardiogram four weeks later showed no obvious vegetation or mass on the ra lead and the peripherally inserted central catheter was removed. The left ventricular (lv) lead was also reported to have exhibited increasing thresholds which had recently improved. The cardiac resynchronization therapy defibrillator (crt-d) and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.